Event description:
The customer reported that the insulin pump that they just received had buttons that were very difficult to push. It was advised to monitor the keypad carefully and if the issue continued to call the helpline back. The customer's reported blood glucose value was 150 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.